Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, serial/lot #: (B)(4), ubd: (B)(4) 2015, UDI#: (B)(4). Date of the event was estimated. (B)(4) apply to product ID: 3093-28 only. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient's ins was not working properly and the patient noticed this probably around (B)(6) 2017. The patient stated that she had 10 leads on it, but it was clarified that she had 10 electrodes on the wire stimulating the sacral nerve. The patient noted that they tested the battery for the ins and it read really low and they tested the electrodes. The patient mentioned that 10 came up and 6 of them they tried and 2 kind of worked. The patient reported that 1 gave the patient a shock and that was it, but now it was working. The patient also noted that she could move a certain way and it was really strong and if she didn't it went really low because the battery was low. It was confirmed that they did this all yesterday. The patient mentioned that the one lead that was working a little bit was not effective because she couldn't hold it, she never could, and could sometimes feel it really strong when she moved a certain way, but other times it would be really faint. The patient indicated that this issue started back in december of last year. The patient indicated that she could use the machine (patient programmer) to make adjustments and get it to work. The patient noted that in march they were still working but it was really faint so she had to turn it up high. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
Product ID 3093-28, lot# v728412, implanted: (B)(6) 2011, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported their interstim had ¿stopped working.¿ the patient then stated the battery was ¿dead.¿ the patient reported prior to getting the device they could never ¿hold it.¿ the patient noted they didn¿t have a baby, and prior to the device they would ¿poop¿ or urinate on themselves. The patient stated the device was amazing and that it was like day and night. The patient reported that ¿now¿ they were waking up and they were wet. The patient reported they were wet with urine and sweat because they were going through menopause (unrelated to the device/therapy) the patient mentioned they were not able to work and that they didn¿t have insurance and that they fell and hurt themselves and they needed an MRI of their neck and shoulder. The patient did not allege the fall was caused or impacted the system in any way. The patient reported they had a lot of pain. The patient was redirected to follow up with their health care physician (hcp) and the patient reported the hcp office had been working with a manufacturer representative (rep) and the rep was waiting for the ¿higher ups¿ to approve the donation of the device. The patient wanted to know if there was anything they could do to speed up the process. Patient services reviewed the rep would notify the hcp when they heard something. The patient noted they had never spoken with the rep about the device stopping working and that the rep had been working with the hcp and the nurse. There were no further complications reported/anticipated.